Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare products is approximately 0.22/million sets.

Event description:
Overdelivery reported. The pump was set up in the emergency dept to infuse tissue plasminogen activator (tpa) 100mg/100ml at the following protocol: 15mg over 2 mins (450ml/hr for 2 mins), then 50mg over 30 mins (100ml/hr for 30 mins) followed by 35mg over 60 mins (35ml/hr for 60 mins). The nurse reports that the infusion complete "too quickly." The nurse manager did a test run with the pump set for 100ml/hr and a dose limit of 100ml and reports that she rec'd 120ml at dose end. There were no adverse effects to the pt. No add'l info is available.